Manufacturer narrative:
Correction h6: 4111 - communication/interviews and 4117 - device not accessible for testing instead of 4118- type of investigation not yet determined 213 - no device problem found instead of 3233- results pending completion of the investigation 67 - no problem detected instead of 11- conclusion not yet available

Event description:
It was reported that the patient underwent surgery to address the issue on (B)(6) 2024 where it was discovered the lead was not plugged into the ipg. As such, the physician did an ipg pocket revision placing the ipg higher to allow for a strain relief loop and plugged the lead into the ipg. Reportedly, patient now has effective therapy.

Manufacturer narrative:
Date of the event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.